Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient underwent additional procedures on (B)(6) 2008 and (B)(6) 2011 and mesh, elevate anterior and apical prolapse repair system were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy; due to paravaginal defect.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2008 due to prolapse and rectocele. Additionally, mesh was implanted on (B)(6) 2008 due to urinary incontinence. It was also reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, neuromuscular problems and vaginal scarring. It was reported that the patient underwent vaginal mesh excision on (B)(6) 2011 for vaginal mesh erosion, pain and discomfort. It was further reported that elevate anterior and apical prolapse repair system was implanted at this time. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary incontinence, frequency, urgency, urinary tract infection and incomplete bladder emptying.